Event description:
User experienced discrepant hba1c results for eight samples. Two patient examples were provided. Patient 1, initial result 8.4% repeat 5.7%. Patent 2, initial result 15.0%, repeat 8.0%. Initial results were not reported. The field service representative was unable to determine the cause. Performance tests were performed.